Event description:
The account alleged that the head section ran down unintentionally. He has isolated the siderails, but the problem remains.

Manufacturer narrative:
Repairs have not been completed.